Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 478mg/dl which was treated with syringe and manual injection. Customer¿s current blood glucose was 87mg/dl. Customer performed high pressure test and passed the test. Drive support cap was normal. Customer mentioned that cannula was bent. Customer advised to change entire set, reservoir and insulin and treat per hcp's instructions. Insulin pump will not be returned for analysis.